Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience the high blood glucose of 500 mg/dl. Customer also had blood glucose of 130, 200 and 300 mg/dl. Customer was treated with the insulin pump. Customer declined the troubleshooting for the high blood glucose. Customer did not experienced any symptoms related to the high blood glucose. Insulin pump will not be returned for analysis.